Manufacturer narrative:
A physician from the merz ap office believes this case should be classified as vascular compromise to the left dorsal nasal and left lateral nasal artery. He believes that the scar remains because the patient had skin necrosis after vascular occlusion. Device not returned to manufacturer.

Event description:
Patient was injected on (B)(6) 2015 with 0.9cc of radiesse to the nose area, from tip of nose towards glabella. The radiesse was not mixed with lidocaine but the physician used around 1cc of lidocaine for local anesthesia on the nose area. After injection, everything was fine. The patient experienced a color change at the left of her nose on (B)(6) 2015 and asked the clinic for help. The clinic manager accompanied patient to a consult with a dermatologist. During the consult with the dermatologist, the patient was diagnosed with herpes and started on oral medication (name of medication not provided). The patient recovered but still has a scar at her nose. The scar will be permanent.